Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services with blood glucose of 28 mg/dl on an unknown date. The customer was treated with sugar water. The customer was unable to upload to carelink. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was treated for low blood glucose via the emergency medical service on (B)(6) 2020. The customer had blood glucose of 28 mg/dl and was unresponsive for about one hour. The customer was not transported to the hospital.